Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd administration set was in use with a cadd solis vip pump when an "air" alarm was displayed without any visible air in the system. There was no patient injury.